Manufacturer narrative:
Service in the field was performed on (B)(4) 2015. The resonator s/n (B)(4) was returned to manufacturer on august 10, 2015. Product evaluation summary: the resonator s/n (B)(4) was evaluated on august 18, 2015. The evaluation noted the reported ¿errors 211, 202 and 111 pop up display¿ issues were confirmed. The diode stack, s/n (B)(4); seventh bar was noted to be dead. Diode with s/n (B)(4) and desiccant were replaced. The resonator was realigned and a new test report was completed.

Event description:
It was reported that error codes 211, 202 and 111 occurred during a procedure. The procedure was completed with an alternate procedure (turp). Patient outcome "fine."

Manufacturer narrative:
System analysis/service repair on (B)(6) 2015. The reported error codes were verified and determined to be the result of a faulty resonator. The resonator was replaced after calibration / performance test. The chiller sensor teflon seal was changed. The system was tested and verified to specifications. The resonator installed was s/n (B)(4) and the resonator removed s/n (B)(4) was returned to ams.